Event description:
Caller reported a minimum fill notification while using an insulin pump. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to load a new cartridge with help from technical support, which involved cleaning the pneumatic tap area and correctly filling and loading a new cartridge onto the pump. Technical support successfully guided the caller to resolve the issue, allowing the customer to resume insulin delivery and place the pump back in its case.